Event description:
The international distributor reported the ventilator alarmed for a low oxygen supply while in use on a patient. The hospital reported the patient expired. The service technician was unable to duplicate the reported problem. Extended self testing of the ventilator was completed and tests passed per operating specifications. The distributor reported the low o2 supply alarm was believed to be due to low pressure in the hospital oxygen supply. Cause of death reported to be due to type 1 respiratory failure due to ards with septic shock and multiple liver abscess.

Manufacturer narrative:
Analysis/testing performed by distributor.